Event description:
The customer reported the ventilator alarmed with an air source fault. The customer reported the ventilator was in use on a pt at the time of the event, and there was no pt harm. The respironics service technician was unable to confirm the reported problem. The ventilator log confirmed there was an air source fault in addition to a gas supplies lost: safety valve open alarm which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. Evaluation determined the device to be functioning to specification. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.